Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 and stated that he had blood glucose (bg) of less than 35 mg/dl on (B)(6) 2013, at approximately 9:30 am. At the time of the call, the patient's bg was reportedly 130 mg/dl. The patient reported that he was currently hospitalized and that the nurses at the hospital believe that he gave himself 60 units of insulin by hitting buttons while sleeping. The patient reported being treated for the hypoglycemia with IV dextrose. Animas customer technical support (acts) also spoke with a nurse at the hospital who stated that the patient's healthcare provider (hcp) believes the patient has munchausen syndrome. The nurse also stated that the patient was being treated with ativan while in the hospital. The nurse reported that due to safety issues, the patient may not be continued on insulin pump therapy and a clinical manager has been asked to follow up with the hcp regarding this issue. At this time, it has been recommended to discontinue the patient from insulin pump therapy due to the possibility of munchausen syndrome diagnosis. The patient remained hospitalized at the time of the call. This complaint is being reported because the patient reportedly experienced hypoglycemia and hospitalization while on insulin pump therapy with a possible diagnosis of munchausen syndrome.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no boluses to match the amount reported found in the pump histories. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No unprogrammed boluses occurred during testing. A normal 10unit bolus and a 10unit audio bolus were performed successfully and both were accurately recorded in the pump history. No defects were found on investigation.